Manufacturer narrative:
At this time, no definitive conclusions can be made. Based on the information provided the device had been implanted for a number of years prior to the onset of the patient symptoms. To date, no medical records have not been provided. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient: on (B)(6) 2009 - patient underwent an incisional hernia repair using a bard ventralex hernia patch. On (B)(6) 2015 - patient began to experience abdominal discomfort, which progressively worsened. Patient noticed a "hard lump" at the incision site. Patient was assessed by the surgeon who "was not sure what was happening" and advised the patient to watch and wait, and to notify if the symptoms became worse. On (B)(6) 2015 - a few months later, the symptoms continued to persist and the surgeon, still unable to diagnose the issue gave the patient a pain injection. The injection helped short term but the pain returned. On (B)(6) 2016 - patient underwent surgery to remove the mesh. Patient states the surgeon still was not sure what had happened but the mesh had "come free and worked itself into my intestine/colon." When the mesh was removed, a portion of the colon was also removed with it. The surgeon advised the colon was not completely torn and attempted to repair it during this procedure. A few days postop the patients colon "ruptured again." On (B)(6) 2016 - the patient was taken for emergency surgery to have the colon repaired and a colostomy created. Patient notes there is additional surgery scheduled to reattach the colon and resume normal bowel function.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information received via patient medical records. Based on medical record review it is undetermined why the mesh had come free. The implant operative report indicates that the mesh was secured as recommended. The device had been implanted for a number of years prior to the onset of the patient symptoms. During the explant procedure the tissue in the area of the repair was described as being gelatinous and the mesh was noted to be "free floating" with suture attached. The condition of the patient's tissue (gelatinous) as described by the surgeon may have been a contributing factor to the detachment of the mesh from the tissue. However, at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
This is an addendum to the initial MDR and is based on medical records. Patient underwent laparoscopic appendectomy. On (B)(6) 2009 - patient underwent repair of a symptomatic incarcerated port site hernia from the previous 12mm appendiceal port site. A small bard ventralex hernia patch was used for the repair. In 2015 - patient began to experience abdominal discomfort, which progressively worsened. Patient noticed a "hard lump" at the incision site. Patient was assessed by the surgeon who "was not sure what was happening" and advised the patient to watch and wait, and to notify if the symptoms became worse. A few months later, the symptoms continued to persist and the surgeon, still unable to diagnose the issue gave the patient a pain injection. The injection helped short term but the pain returned. (Per patient no medical records) on (B)(6) 2016 - patient underwent surgery to remove the mesh. The operative report states that "gelatinous tissue was encountered" and "at the base of this there appeared to be the edge of the previously placed double layer ventralex mesh. This was then grasped with a hemostat and brought out through the wound without any difficulty. There was no adherence to the surrounding tissue and the mesh actually almost appeared floating free. It came out without difficulty, but was brownish, greenish and smelled of stool. It appeared that the mesh had eroded into a piece of bowel, although this was not visible at this time due to the small size of the incision and also the fascial incision." There was no spillage of bowel content or pus. Debridement and primary repair of the left colon was performed. On (B)(6) 2016 - patient underwent a diagnostic laparoscopy, lysis of adhesions, sigmoid colon resection with end colostomy (hartmann procedure). There was no identification of mesh noted in the operative report. On (B)(6) 2016 - patient underwent laparoscopic lysis of adhesions, and partial colon resection with colocolostomy.